Event description:
It was reported that a patient underwent an acdf at c5-c7 and "after a year of pain, imaging revealed a loose screw". The revision was done approximately one year post-op and it was confirmed that "the lock had bent causing the screw to push through the bent lock". No further information could be obtained.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.